Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received together. The advancer knob was received loosened and in a backward position. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The annulus of the burr was found to be blocked and damaged. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed with another rotawire. The rotawire was unable to be inserted in the burr due to the burr being blocked with what appeared to be saline. The burr was soaked in hot water and then the rotawire was attempted to be inserted through the burr again. The rotawire was able unable to be inserted and advanced through the rotablator rotalink plus device due to the blocked and damaged annulus. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-07145. It was reported that guidewire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. After the rotawire was advanced to the lesion, platforming of the burr was performed outside the patient's body. The rotational speed was set at 180,000rpm; however, it was noted that the rotawire was detached. The rotawire was exchanged with another of the same rotawire and the burr was loaded. However, resistance was encountered and the burr was unable to advance further. The burr was then exchanged with another of the same device and the new wire was exchanged with a different device to complete the procedure. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-07145. It was reported that guidewire fracture occurred. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. After the rotawire was advanced to the lesion, platforming of the burr was performed outside the patient's body. The rotational speed was set at 180,000rpm; however, it was noted that the rotawire was detached. The rotawire was exchanged with another of the same rotawire and the burr was loaded. However, resistance was encountered and the burr was unable to advance further. The burr was then exchanged with another of the same device and the new wire was exchanged with a different device to complete the procedure. No patient complications were reported and the patient's condition was good.